Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after two weeks of use. It was also reported that the nurse may have pulled away the water feedset tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fph in (B)(4) for visual inspection. Results: visual inspection revealed that there was a break in the feedset tubing of the returned chamber. The break was located at the connection to the water bag spike. The surface of the break was rough (not smoothly cut). A lot check revealed one other complaint of this nature for lot number 110421. Conclusion: the damage appeared to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving broken or damaged water feedset tubes in mr290 chambers has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of april 2012.